Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement and active current measurement. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at pin on keypad assembly. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. No critical pump error alarms noted. No damage on electronic assemblies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose level was 6mmol/l. Customer reported that the insulin pump had sound alarm and insulin pump turned off. Customer reported that it was a critical insulin pump error. The insulin pump will not be returned for analysis.